Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent was dislodged upon removal of the delivery system. The target lesion was in the severely tortuous and calcified proximal, mid and distal right coronary artery. A 4.00x28 and 4.00x16 synergy drug eluting stent were used for treatment together with the guidezilla guide extension catheter. During the procedure, two synergy stents were deployed in the vessel and a non-bsc stent was used distal to the two synergy. Subsequently, the 4.00x28 stent was placed into the vessel but could not advance to the distal lesion. The stent was removed from the body and it was noted to be unraveled. Then, a 4.0x16 stent was advanced in the guidezilla however it could not pass the transition part of the guidezilla. The stent delivery system was able to be removed but the stent was stuck in the shaft of the co-pilot tuohy. The procedure was completed with a different device. No complications were reported and there was no harm to the patient. It was further reported that there was resistance on both issues. The first synergy would not pass through the newly deployed two synergy stents as it may have been getting caught on the other struts. The other synergy stent would not pass through the collar of the guidezilla. There was no problem noted with the guidezilla during advancement and removal.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent was dislodged upon removal of the delivery system. The target lesion was in the severely tortuous and calcified proximal, mid and distal right coronary artery. A 4.00x28 and 4.00x16 synergy drug eluting stent were used for treatment together with the guidezilla guide extension catheter. During the procedure, two synergy stents were deployed in the vessel and a non-bsc stent was used distal to the two synergy. Subsequently, the 4.00x28 stent was placed into the vessel but could not advance to the distal lesion. The stent was removed from the body and it was noted to be unraveled. Then, a 4.0x16 stent was advanced in the guidezilla however it could not pass the transition part of the guidezilla. The stent delivery system was able to be removed but the stent was stuck in the shaft of the co-pilot tuohy. The procedure was completed with a different device. No complications were reported and there was no harm to the patient.